Event description:
Complainant alleged that during biomed testing the device was unable to select an energy level and was also unable to charge. Complainant indicated that there was no patient involvement in the reported malfunction.